Manufacturer narrative:
Other UDI# (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. Additional product code: hwc. Not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices: 04.117.003s, 2.7/3.5 ti va-lcp postlat dhp-lat supt 3h/rt/75mm-short-ster. 04.117.601s, 2.7mm/3.5mm ti va-lcp ext medldhp 1h/rt/72mm-short-ster. Device history records was conducted. The report indicates that the: manufacturing location: us, manufacturing date: 18th april 2016, expiry date: 1st april 2026, article was sterilized by supplier (B)(4), article 04.211.024 was manufactured in the us under lot number 9946807. Manufacturing location: (B)(4) manufacturing date: 02-dec-2015, part #: 04.211.024, lot#: 9946807 (nonsterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm. Nc (B)(4) was initiated on 11-nov-2015 for "part length 14.36 undersized" which is not relevant to " drill bit was deformed" the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery for distal humerus fractures using reported va-lcp medial distal humerus plates and posterolateral plate, a nurse of the medical team found that the reported drill bit was deformed at the depth mark portion. The drill bit was not out of the package yet, therefore, the deformity may have possibly occurred before the surgery. During the surgery, the reported va locking screw was not able to be locked and started idling in the second distal hole of the medial distal plate after drilling (with a spare drill bit) . The unlocked screw was the last screw to use on the surgery. Therefore, there was no extra screws available. The surgeon thus decided not to remove the reported screw from the plate hole and just closed the surgical wound to complete the surgery. The surgery was extended for 10 minutes. No adverse consequences were reported. This complaint involves 1 parts. Concomitant devices: 1x 04.117.003s / lot no unk (va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat) 1x 04.117.601s / lot 9683745 (2.7mm/3.5mm ti va-lcp ext medldhp 1h/rt/72mm-short-ster) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Other UDI# (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.